Event description:
It was reported that the catheter was fractured. The 74% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was broken into three sections, the tip, the telescope and the shaft. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lap joint section. The imaging core was coiled and broken. The hub and the ccp board were damaged. Media review of a picture provided by the client showed the imaging window detached near the lap joint section.

Event description:
It was reported that the catheter was fractured. The 74% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. The opti cross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was broken into three sections, the tip, the telescope and the shaft. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the device was removed by pulling out with the guide catheter and the catheter was fractured after removal from the patient. There was no intervention done to remove the device.

Event description:
It was reported that the catheter was fractured. The 74% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. The opti cross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was broken into three sections, the tip, the telescope and the shaft. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the device was removed by pulling out with the guide catheter and the catheter was fractured after removal from the patient. There was no intervention done to remove the device.